Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 228359682); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery c6 segment and ophthalmic artery segment with a max diameter of 6.1mm and a 6.1mm neck diameter. The landing zone was 4.6mm distally and 5.1mm proximally. It was noted the patient's vessel tortuosity was minimal. The access vessel was the right femoral artery with a diameter of 8mm. It was reported that after the patient had completed 3d and preparation work, the loach guide wire was first used to take the long sheath and the middle catheter to the end of the c1 segment. Then they withdrew the loach guide wire, sent the micro guide wire and the stent catheter (marksman fa-55150-1030) to the c4 segment and brought the middle catheter to the c4 segment. Then they used the micro guide wire to guide the stent catheter (marksman fa-55150-1030) to the m2 segment, then withdrew the micro guide wire, and hydrated the blood flow-directed dense mesh stent (pipeline ped-500-20). After the stent was hydrated, slowly pushed it to the m2 segment for deployment, the tip end guide wire came out first and then opened the tip end stent. The first time it had not opened, it was retracted, and then the tip end was opened and deployed again. The stent had been deployed halfway and the middle part was opened, but the tip end was not opened, and the tip end was still closed. It was rubbed repeatedly and tried twice (a total of four times). The tip end was still closed, and finally the blood flow guiding dense mesh stent (pipeline ped-500-20) was withdrawn into the stent catheter (marksman fa-55150-1030). Finally, the stent catheter (marksman fa-55150-1030) and the blood flow guiding dense mesh stent (pipeline ped-500-20) were withdrawn from the body together. Finally, a new stent (pipeline ped-500-18) and stent catheter (marksman fa-55150-1030) were replaced. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: the pipeline flex was returned. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal and proximal ends were found opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Based on the returned device, the customer report of "failure to open at the distal end" was not confirmed, as the braid's distal and proximal ends were found opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was minimal, and that the braid was not positioned in a vessel bend, which rules out those two potential causes. It is possible that the damaged braid contributed to the failure to open. Damage to the braid can occur due to resheathing more than 2 times, over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no issue with the marksman microcatheter. The only issue was that the pipeline failed to open at the distal end. The pipeline was deployed in a straight m1 segment, not in a vessel bend when the failure to open occurred. It was thought that the pipeline failure to open was due to incompatibility with the marksman microcatheter. The pipeline was resheathed/retrieved in the microcatheter and redeployed multiple times but could not be opened. It was noted that dual antiplatelet treatment (dapt) was administered. Post-procedure angiography showed the treatment of the aneurysm was complete.